Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced blood glucose on (B)(6) 2019 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 106 mg/dl at the time of the call. The customer used food, glucose tablets, and candy to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller stated the pump over delivered on two occasions and the date and time on the pump was incorrect both times. Troubleshooting was completed but did not resolve the issue. The customer is on medication for thyroid issues. The insulin pump will not be returned for analysis.